Manufacturer narrative:
Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/05/2025 to 10/16/2025. On 10/16/2025 18:53:53.000, there was a usertimedatechange. Systemtime = 10/16/2025 18:53:53.000 newsystemtime: 10/24/2023 16:51:52.000 so, from 10/24/2023 to 11/10/2023. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 27-nov-2025 and customer's event date of 21-nov-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the customer's event date of 21-nov-2025 and ss event date of 27-nov-2025 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor, vibrator assembly and battery tube assembly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. Cosmetic damage (stuck reservoir) was unknown, however, other cosmetic damage was noted during analysis. During visual inspection, slight corrosion was found on the pcba 1, pcba 2, force sensor, motor, vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reservoir being stuck on the pump and cannot fully inserted into the pump. The customer reported blood glucose value of 400 mg/dl and was hospitalized while reporting symptoms like dizziness and light headed and was administered insulin via manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-242a. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-332a, mmt-7040a, mmt-242a will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.